Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excess silicone was visible on the tip of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe".

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 2298610. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that excess silicone was visible on the tip of the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe."